Event description:
It was reported that a plasma blade was used during a procedure with an abbott pacemaker, which caused the patient to go into asystole. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of pacing anomaly was not confirmed. The device was received in backup mode caused by exposure to an external source of energy during the explant procedure. Functional testing was performed after the device was restored from backup mode and results indicated normal functionality with the battery voltage at elective replacement indicator (eri) level. Output parameters were evaluated and revealed to be normal. A longevity assessment was performed and the device exceeded projected longevity based on field settings, which indicated normal battery depletion.